Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the patient received the results of 460 mg/dl and 164 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that there are not any more strips, so no product will be returned for evaluation.